Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, e. The revision reported was likely the result of tibial insert prosthesis wear. Possible causes of the observed polyethylene wear include inclusion of the polyethylene in the packaging recall, third body wear, patient-related factors, orientation of the components, and/or any combination of these possibilities. The reason for the reported instability cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
As reported, approximately 10 years post the initial bilateral total knee arthroplasty, the patient presented to the surgeon with instability, as well as had tibial inserts that were on the recall list. The patient's left knee was revised and the femoral, patella, and tibial insert components were removed. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10: it is unknown which component is right or left. (B)(6)- 02-010-01-0230 - logic femoral ps cem left sz 3. (B)(6)- 02-010-01-0330 - logic femoral ps cem right sz 3. (B)(6)- 02-012-35-3011 - logic tibia ps mod insrt sz 3 11mm. (B)(6)- 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t. (B)(6)- 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t. (B)(6)- 200-02-35 - three peg patella 35mm. (B)(6)- 200-02-35 - three peg patella 35mm. (B)(6)- 204-34-02 - fluted stem extension 25l x 14 mm. (B)(6)- 204-34-02 - fluted stem extension 25l x 14 mm. (B)(6)- 204-70-00 - tibial stem ext. Screw. (B)(6)- 204-70-00 - tibial stem ext. Screw. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.